Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this right ventricular (rv) lead underwent a lead revision procedure as there had been an increase in threshold measuerments post implant. This rv lead was unable to be extracted so it was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.